Event description:
It was reported that a creo amp tulip has migrated post operatively.

Manufacturer narrative:
The part remains in the patient so there was no part to review. Upon evaluation of the provided x-ray, a grade 2 spondylolisthesis of l4/l5 can be identified. 1 of the 2 l5 screw assemblies is seen disassembled, with the tulip still intact to the rod and the shank trajectory unaligned with the tulip. It should be noted that the identified spondylolisthesis at l4/l5 could have exerted excessive in-vivo forces on the l5 screw assemblies. Though, without further information, the definitive cause of tulip disassembly cannot be determined. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be traced at this time.